Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patient was experiencing pain at the ipg site. X-rays were taken and did not confirm the ipg moved. The physician took the battery out and confirmed that the ipg could move. The patient underwent an explant procedure. No further information could be obtained.